Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), blood disorder ("blood disorders"), allergy to metals ("allergy to nickel/ nickel allergy") with rash generalised, pruritus generalised, generalised erythema, skin disorder, dry skin and skin disorder, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, memory impairment, hypoaesthesia, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, blood disorder, allergy to metals and vaginal haemorrhage was resolving and the headache, tooth disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: on (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2014: complete blockage of the fallopian tubes. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information and events- abnormal bleeding (vaginal), headaches, dental problems, abdominal pain were added. Rashes or skin conditions type: rashes, itching, redness, bumps, dry skin, patches of skin resembling burn marks on hands and body, nickel allergy were clubbed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy aggravated. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/menorrhagia"), migraine ("worsening of her migraines"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), allergy to metals ("allergy to nickel/ nickel allergy") with rash generalised, pruritus generalised, generalised erythema, skin disorder, dry skin and skin disorder, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), adnexa uteri pain ("left ovary causing pain") and amnesia ("psychiatric or psychiatric problems- memory loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), blood disorder ("blood disorders") and ovarian cyst ("cyst on left ovary"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral sapingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, memory impairment, hypoaesthesia, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, blood disorder, allergy to metals and vaginal haemorrhage was resolving and the headache, tooth disorder, abdominal pain, ovarian cyst, adnexa uteri pain and amnesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blood disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: complete blockage of the fallopian tubes patient went for ultrasound and impression are- causing pain on left ovary. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Event added: psychiatric or psychiatric problems- memory loss. Event clubbed: abnormally severe menstrual pain/dysmenorrhea(cramping), painful intercourse/dyspareunia(painful sexual intercourse) and abnormally heavy menstrual bleeding / prolonged menstruation/menorrhagia. Onset dates of events added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), blood disorder ("blood disorders"), allergy to metals ("allergy to nickel/ nickel allergy") with rash generalised, pruritus generalised, generalised erythema, skin disorder, dry skin and skin disorder, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), ovarian cyst ("cyst on left ovary") and adnexa uteri pain ("left ovary causing pain"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral sapingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, memory impairment, hypoaesthesia, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, blood disorder, allergy to metals and vaginal haemorrhage was resolving and the headache, tooth disorder, abdominal pain, ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on 23-oct-2014: complete blockage of the fallopian tubes patient went for ultrasound and impression are- causing pain on left ovary. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received, reporter added, event added- ovarian cyst, ovarian pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/menorrhagia/ blood clots"), migraine ("worsening of her migraines"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), allergy to metals ("allergy to nickel/ nickel allergy") with rash, pruritus, erythema, skin disorder, dry skin and skin disorder, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), adnexa uteri pain ("left ovary causing pain") and amnesia ("psychiatric or psychiatric problems- memory loss") and was found to have weight increased ("weight gain"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), blood disorder ("blood disorders"), ovarian cyst ("cyst on left ovary"), discomfort ("discomfort") and vaginal discharge ("brown discharge"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral sapingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, memory impairment, hypoaesthesia, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, blood disorder, allergy to metals and vaginal haemorrhage was resolving and the headache, tooth disorder, abdominal pain, ovarian cyst, adnexa uteri pain, amnesia, discomfort and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blood disorder, dental caries, depression, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: complete blockage of the fallopian tubes. Patient went for ultrasound and impression are- causing pain on left ovary. Concerning the injuries reported in this case, the following were reported via social media- brown discharge and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/menorrhagia/ blood clots"), migraine ("worsening of her migraines"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), allergy to metals ("allergy to nickel/ nickel allergy") with rash, pruritus, erythema, skin disorder, dry skin and skin disorder, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), adnexa uteri pain ("left ovary causing pain") and amnesia ("psychiatric or psychiatric problems- memory loss") and was found to have weight increased ("weight gain"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), blood disorder ("blood disorders"), ovarian cyst ("cyst on left ovary"), discomfort ("discomfort") and vaginal discharge ("brown discharge"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral sapingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, memory impairment, hypoaesthesia, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, blood disorder, allergy to metals and vaginal haemorrhage was resolving and the headache, tooth disorder, abdominal pain, ovarian cyst, adnexa uteri pain, amnesia, discomfort and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blood disorder, dental caries, depression, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, tooth disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: complete blockage of the fallopian tubes. Patient went for ultrasound and impression are- causing pain on left ovary. Concerning the injuries reported in this case, the following were reported via social media- brown discharge and discomfort. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: new event brown vaginal discharge and discomfort added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), allergy to metals ("allergy to nickel") with rash generalised, pruritus generalised, generalised erythema, skin disorder, dry skin and thermal burn and blood disorder ("blood disorders"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral sapingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, memory impairment, hypoaesthesia, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, allergy to metals and blood disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth loss, uterine pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.